Manufacturer narrative:
(B)(4). Batch #: 434a49. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no apparent damaged and with a reload loaded in the device and a second sr55 reload (b) present. The reload loaded was received fully fired with the swing tab in locked position and with b-formed staples on the drivers. The reload (b) 390a56 was received fully loaded with staples with the swing tab in the locked position. The reload swing tab was reset in order to fire the reload. The device was tested with the returned reload (b) and it fired without any difficulties however, the staple line at the distal end showed that two staples were malformed. No conclusion could be reach on what caused the condition of malformed staples. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the gastric surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported.